Event description:
It was reported that during the implant procedure, external defibrillation was used after two failed induction tests. The third therapy was delivered almost simultaneously depolarized, converting the patient to sinus rhythm. An alert for possible hv circuit damage was then observed likely due to external defibrillation. A device download successfully restored the device. The decision was made to replace the device to accommodate a competitor lead. The patient was fine post-procedure.